Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not fully power on and was resetting at the splash screen. Upon evaluation, the monitor exhibited a flash memory failures and the c/a board was replaced. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. No adverse event occurred as a result of the defective monitor.

Event description:
A us distributor reported that a (B)(6) patient's monitor was not properly powering on.